Event description:
Upon removing the sheath during the procedure, the distal portion of the sheath detached within the femoral vein. Tweezers were used to retrieve the detached component successfully. The sheath was then replaced and the procedure was completed with no adverse consequences to the patient..

Manufacturer narrative:
The reported event of the sheath being cut was confirmed. The sheath had been stretched and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn sheath is consistent with damage during use.